Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experienced high blood glucose. The customer blood glucose at the time of event was 26.4 mmol/l and other blood glucose was 20 mmol/l. The customer was treated with insulin pump. It was unknown whether the customer was using automode. Customer did not want to troubleshoot. The insulin pump will not be returned for analysis.